Event description:
It was reported that during a percutaneous coronary intervention (pci), a blade detachment occurred. The lesion was located in a vein graft within one of the patient's coronary arteries. The exact lesion location is unknown. The ultra2 was being used to treat in-stent restenosis within the vein graft. The balloon was inflated to 12 atms and "cut for several time." Subsequently, the balloon was withdrawn, and it was noted that one blade was hanging on the balloon. The physician touched the blade, and it detached from the balloon. Patient status is listed as "stable." The procedure was completed successfully with this device. Further information has been requested regarding this event; however, no additional information has been obtained.